Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the drug may have caused or contributed to the event. The post market clinical dept is in the process of requesting add'l relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.

Event description:
The user facility reported that a pt presented to facility for first outpatient hemodialysis treatment. Pre-treatment vital signs were stable. Three mins after treatment began, the pt complained of feeling dizzy and became unresponsive. Pt was without pulse or respirations. CPR initiated and continued until ems arrived. Ems took over pt care. Pt transported to hosp. The user facility reported that pt was still in hosp under eval at (B)(6) 2014.